Manufacturer narrative:
The actual device was tested by the service provider on 01/22/2020. The pump flowed as intended and no back flow was observed. The pump met all specifications. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 01/13/2020, and stated that "pump 614365 nurse reported it had blood back flow from the pump into the line." The device operator was a nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.